Manufacturer narrative:
On 11-sep-2020, the investigation on the suspected medical device was completed based off of a provided photo. Investigation summary : upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed in the product. Since the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a lamis 14ga x 30cm infiltration cannula was found to be leaking near the hub preoperatively. There was no patient contact with the device, nor any reported procedural delays.